Manufacturer narrative:
The reported event of a syringe module not alarming when the stopcock was turned off could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time.

Event description:
The stopcock at the fentanyl drip was turned off and pump did not alarm. An rn turned on the stopcock and notified md that infant had not received pain medication since line change. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.